Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and object code indicated the blower contributed to foam degradation. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.